Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va183lv serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that impendence errors that were unable to be cleared by the office. Office was unable to clear impedance errors and system was not controlling patient's symptoms therefore surgeon brought patient to the operation room to replace the lead. Lead and battery replacement were done. Battery life was checked prior to lead revision secondary to impedance errors. Battery life was noted to be down to 28-50 months after only 5 months of use. So it was decided by surgeon to go ahead and replace the battery. Lead and battery were returned to medtronic. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3889-33, lot# va183lv, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Manufacturer narrative:
Analysis of the (B)(4) found the ins to be functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.